Event description:
Event description guidant received information that this fineline ii lead was an attempted implant due to placement difficulties. The patient went into cardiac arrest and the implant procedure was not completed. The event will be re-evaluated if additional information is received.